Manufacturer narrative:
Correction: section d6b date of explant should have been "(B)(6), 2023" in the initial report. This correction is reflected in the additional report 1.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03226, 1627487-2023-03227. It was reported that both of the patient's ipg were flipping in the pocket and high impedances were seen on the patient's right lead extension. It was also noted that the patient's right lead extension had a break and was coiled. As a result, the patient underwent surgical intervention during which the right lead extension was explanted and replaced and both ipgs were re-secured within the pocket. Effective therapy was established post-operatively.